Event description:
Follow up.

Manufacturer narrative:
H3 other text : placeholder.

Manufacturer narrative:
Sample is indicated as available for evaluation. A follow-up report will be submitted once the sample has been received and reviewed.

Event description:
PICC broke today: leaking noticed under dressing. When PICC was pulled out they noticed a crack at the 6cm mark. PICC was inserted on (B)(6) 2021. PICC had to be removed and replaced.